Manufacturer narrative:
Patient identifier: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.5/1.0/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively due to lens rotation. A replacement lens of longer length was later implanted and the problem resolved. Reporter states cause as repeated lens rotation seen peroperatively."

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned in liquid in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Claim#(B)(4).